Event description:
Event description cpi received information that this patient was exeperiencing a drop in r-waves and a loss of capture with this ICD and transvenous defibrillation lead. The device and lead were implanted in july, it was noted that one day post implant the lead had moved. X-rays from september showed the lead was turned and pointed upward. Patient is not pacer dependent, device was tested at least sensitivity and the device sensed and converted the patient just fine. Physician wanted to avoid invasive procedure, has elected to monitor patient for future episodes.